Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2003, and a morcellex was utilized to remove the uterus and fibroid. In (B)(6) 2005, the patient complained of abdominal pain, which became more intense over the next few months. In (B)(6) 2005, the patient underwent an ultrasound which revealed a mass in the right adnexa. The patient underwent a laparoscopic resection of the cystic ovarian mass, appendectomy, and removal of the uterine cervix and scar tissue on (B)(6) 2005. Additional mass were revealed in (B)(6) 2005 and (B)(6) 2005. On (B)(6) 2005, the patient underwent a removal of the right adrenal gland and a mass. The patient continued to experienced pain, but did not return to the doctor until (B)(6) 2009. On (B)(6) 2009, the patient underwent a procedure to resect a mass from the sigmoid mesentery, and a mass from the sacrum, and two nodules from the sigmoid epiplocia and the mesentery of the left fallopian tube, and the left ovary was removed. No additional information was provided.